Manufacturer narrative:
Evaluation summary:it could be not identified the reason why the ultrasound image was not displayed from the information, but it possible that the cause was a failure in the board on the us connector side.correction informationg4: premarket identification PMA/510(k)510k number is not applicable.g6: follow up #1h2: type of follow uph3: device evaluatedh6: coding changed based on the investigation resultadditional informationh4: device manufacture date

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model eg38-j10ut-us available in the united states with a 510k number k200090. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer reported there "no ultrasound image" involving pentax medical ultrasound video gastroscope, model eg38-j10ut, serial number (B)(4). The reporter wrote customer service and stated the failure occurred during pre-inspection check. There was no report of serious injury, delay in procedure or required medical intervention. The customer owned endoscope has not been received by pentax medical for evaluation as of 13-oct-2021. This is the first time model eg38-j10ut, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service. The investigation is in-process.